Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the left forearm. After a non-bsc guide wire crossed the lesion, a 6.0 x 40 40cm mustang balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 20 atmospheres; however, on the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with another 6.0 x 40 40cm mustang balloon catheter. No patient complications nor injuries were reported.